Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at 8 atmospheres on the second inflation.